Manufacturer narrative:
Analysis found that the tool could not be inserted in the handpiece therefore, temperature could not be tested. The bearing was corroded and the handpiece was too dirty. Cleaned and replaced bearing. Test result: passed. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the handpiece was overheating and the small bearing was dropped/detached from the handpiece intra-operatively. There was no patient impact.